Manufacturer narrative:
Per the report, "when the provider is giving an intraarticular injection or the ma is giving an im injection, they start injecting the medication and then it abruptly stops I the middle of the injection and won't release any more of the medication. This only seems to happen w/ the 25x1.5." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, "when the provider is giving an intraarticular injection or the ma is giving an im injection, they start injecting the medication and then it abruptly stops I the middle of the injection and won't release any more of the medication. This only seems to happen w/ the 25x1.5. "